Event description:
It was reported there was high right ventricular (rv) lead thresholds. It was further reported the lead impedance has been rising and is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.